Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Lead failure predictor triggered on (B)(6) 2016 for v-non-sustained episodes. Right ventricular pace impedance steady at approximately 400 ohms through (B)(6) 2016, rises out of range by (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead exhibited a high sensing integrity count (sic) and noise which triggered a lead integrity alert (lia). Lead fracture was suspected. X-ray was performed and confirmed the fracture. The lead detections were programmed off and two days later the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.